Event description:
It was reported that bd 1ml syringe luer-lok¿ tip had foreign matter inside. This was discovered before use. The following information was provided by the initial reporter: material no: 309628 batch no: 9036983. It was reported that a greyish fiber was noticed in the luter-lok tip before use. Bd 1 ml syringe luer-lok tip lot #9036983 was taken from a closed package to be used to mix a patient medication in the hood of the 5west sterile compounding area. The pharmacy technician noticed a 2cm greyish fiber in the luer lok tip vestibule prior to adding a needle. Pharmacist was notified and both agrees that the syringe was contaminated prior to being taken out of package and not suitable to prepare medication with syringe was put back within packaging to note lot number and check rest of that lot of syringe type/stack. No other syringes from that lot appeared contaminated.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 1ml syringe luer-lok¿ tip had foreign matter inside. This was discovered before use. The following information was provided by the initial reporter: material no: 309628, batch no: 9036983. It was reported that a greyish fiber was noticed in the luter-lok tip before use. Bd 1 ml syringe luer-lok tip lot #9036983 was taken from a closed package to be used to mix a patient medication in the hood of the 5 west sterile compounding area. The pharmacy technician noticed a 2cm greyish fiber in the luer lok tip vestibule prior to adding a needle. Pharmacist was notified and both agrees that the syringe was contaminated prior to being taken out of package and not suitable to prepare medication with syringe was put back within packaging to note lot number and check rest of that lot of syringe type/stack. No other syringes from that lot appeared contaminated.